Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. Insulin pump received with cracked minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had scratches on screen and making it very difficult to read. Customer blood glucose value was unknown at the time of incidence. Customer also reported they receive unexplained no delivery alarm during prime process. Customer stated they take set out and put the same set back in and insulin pump work fine. Customer also noticed pieces of plastic chipping off in reservoir area when changing reservoir. The device will not be returned for analysis.